Event description:
Reportable based on the device analysis completed on (B)(6) 2025. It was reported that visualization issues occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image was lost and became dark. The procedure was completed with another device of the same type. No patient complications were reported. However, device analysis revealed that the imaging window was twisted and torn.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath and imaging window were kinked, and the imaging window was twisted and torn. The impedance test showed an electrical open proximal waveform between 130-140cm from the distal housing.